Manufacturer narrative:
A medtronic representative, following up with the site, reported that the alleged inaccuracy was about 5 mm. Device manufacturing date now provided.

Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. It is assumed that the reference frame, which was set in the l3, was dislodged and this caused the event. The representative suggested that measures, such as being careful about reference frame, not be allowed to get out of place, or are confirmed with a sounder. It was decided that medical examiner (me) and radiologist would take screen shot of navigation screen and save it in order to check deviation between the navigation screen and the actual computed tomography (CT). No parts were replaced; no parts have been received by manufacturer for analysis; no further issues have been reported. Medtronic formal investigation findings from medtronic hardware review meeting on 17-feb-2016. The most likely cause was determined to be due to the reference frame movement. The IFU which accompanies this device contains a warning regarding frame movement. Per synergy® spine and trauma pocket guide IFU p/n 9732461 rev 12 pg 30: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." The IFU also warns the user to verify accuracy, pg 64: "warning: frequently confirm navigation accuracy and system responsiveness during live navigation. Use the probe to touch several bony anatomical landmarks and confirm that the locations identified on the images match the locations touched on the patient. If accuracy degrades, re-register the patient." The medtronic representative discussed reference frame placement and accuracy verification with the site. No additional investigation shall occur. Probable cause determined to be reference frame movement.

Event description:
A medtronic representative reported that, while in a spine transforaminal lumbar interbody fusion (tlif) procedure, an inaccuracy was allleged that the left l5 screw was placed in the l4/5 intervertebral disk space. For the right side, a screw was inserted with open, then tlif was performed and rod was joined. For the left side, percutaneous pedicle screw (pps) was performed with e4. The imaging system and navigation system were used for both and screws were inserted. The x-ray image taken after the procedure, revealed that the left l5 screw was in the l4/5 intervertebral disk. The x-ray image was taken after closing the surgical site. It was also alleged that the device was contaminated, therefore, cleaning and sterilization was performed and re-operation was conducted. At the re-operation, navigation was not used and was performed under image. Set screw rod was extracted with mini-open, and all the screw was also extracted and placed again using a c-arm. It is assumed that the reference frame, which was set in the l3, was dislodged and this caused the event. The representative suggested that measures, such as being careful about reference frame, not be allowed to get out of place, or are confirmed with a sounder. It was decided that medical examiner (me) and radiologist would take screen shot of navigation screen and save it in order to check deviation between the navigation screen and the actual computed tomography (CT). Delay in therapy was 3 hours. Resolution was confirmed as being reference frame movement, resolution confirmed on call.